Event description:
The customer reported that while running an hcv assay, summit sample handler, during pipetting, had reagent stick on tips and drop on the plate and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement.